Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient had requested removal due to the device shocking them during programming. The patient was experiencing discomfort/soreness/pinching. The device was removed and the issue was resolved. Additional information was received from the manufacturer representative (rep). The patient saidthe shocking happened sporadically, and they never knew when it was coming. They said they would get an electrical shock sensation in the vaginal area. It shocked randomly not while charging. Additional information was received from the manufacturer representative (rep). They clarified that the patient received a shocking sensation sporadically not related to programming, although this differed from what the doctor reported. The patient said they did not know when it was going to happen or what would cause it. The shocking did happen outside of normal programming adjustments.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978a128 lot# va2fwu5 serial# unknown implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.